Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness. It was noted that the right ventricular (rv) lead exhibited high capture thresholds and an insulation break was suspected. The rv lead was explanted and replaced. The patient was stable during and after the procedure.